Event description:
The customer informed the sales rep that the tip of the instrument got broken during operation when it was rotated. Broken tip got stuck in the screw. The screw was left in the patient. Surgery was not extended.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.